Event description:
It was reported by the customer that when using a bd pyxis¿ anesthesia station es a request was made for one syringe of hydromorphone however when the mini drawer opened two pockets with two syringes opened. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer (fse) found that station was ejecting the subdrawer out too far by one slot. So, the fse replaced the engine and found drawer was not correctly configured. So, the user unload medication to allow new configuration, configured from 6 slots to 12. Then tested the mini drawer using the open/close trays test in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using a bd pyxis¿ anesthesia station es a request was made for one syringe of hydromorphone however when the mini drawer opened two pockets with two syringes opened. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.